Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was diagnosed with peritonitis via out patient department and it was not reported if the patient was hospitalized for the event. On an unreported date, the patient was prescribed an unspecified medication (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information was not provided because the reporter declined follow up.